Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier- failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two starclose se devices after a diagnostic procedure with a 6f sheath. Reportedly, the exchange sheath was not in the patient when the starclose se device was clicked onto it. An unspecified failure occurred. A new starclose se device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the reported information, the reported exchange sheath was no in the patient when the device was clicked onto it appears to be related to user error. The reported unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: code 3190 was removed.

Event description:
Subsequent to the previously filed report, the following information was received: after clicking the exchange sheath on the device outside of the patient, the device was then inserted but then quickly removed. No other failure was reported. No additional information was provided.